Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
The customer reported that there was delayed detection of ves when replacing drains. Although leads are in place, leads 1 through leads are displayed on ischemia monitor. Could not see the ischemia or st monitor in real time and 6 hours back in time. Several hours later, all the leads are suddenly in the ischemia image and it is possible to see everything during the hours that were not visible before. There is no report of adverse event or patient harm.

Manufacturer narrative:
Updated evaluation: the customer stated that they could not see the ischemia or st segment on the iacs monitor in real time and 6 hours back in time. Several hours later, all the leads are suddenly in the ischemia image, and it is possible to see everything during the hours that were not visible before. It was identified that the customer used symphony, a web based application for viewing parameters that has no impact on real time patient monitoring. To support the customer's workflow, the infinity acute care system (iacs) was downgraded to vg7.1.1 which sends data to the customer's vg4 central station, and a central station with vg2 to support symphony was loaned to the customer to display the data in the manner the customer prefers until a later upgrade of gateway is released to support the successor of symphony.

Event description:
The customer reported that there was delayed detection of ves when replacing drains. Although leads are in place, leads 1 through leads are displayed on ischemia monitor. Could not see the ischemia or st monitor in real time and 6 hours back in time. Several hours later, all the leads are suddenly in the ischemia image and it is possible to see everything during the hours that were not visible before. There is no report of adverse event or patient harm.

Manufacturer narrative:
Several attempts were made to obtain clarification on the specific issue the customer states were occurring for the date of event, all of the systems that were affected and their serial and part numbers, as well as the event logs for the time of the event however, this information was not made available. It was determined through a project management investigation that the customer's workflow preference is to continue to use symphony, a web based application for viewing parameters on the central station that is no longer supported by drager. In order to support the customer's workflow, the infinity acute care system (iacs) was downgraded to vg7.1.1 which sends data to the customer's vg4 central station, and a central station with vg2 to support symphony was loaned to the customer to display the data in the manner the customer prefers until a later upgrade of gateway is released to support the successor of symphony.

Event description:
The customer reported that there was delayed detection of ves when replacing drains. Although leads are in place, leads 1 through leads are displayed on ischemia monitor. Could not see the ischemia or st monitor in real time and 6 hours back in time. Several hours later, all the leads are suddenly in the ischemia image and it is possible to see everything during the hours that were not visible before. There is no report of adverse event or patient harm.